Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed shock impedance readings from 110 to 125 ohms. Of note, the lead is a single coil lead. The patient will continue to be monitored. There were no adverse patient effects reported.